Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had skin integrity issues. The customer stated that the device caused two deep tissue pressure injury to the patient. The said injury was located above both eyes on the forehead of the patient. It was discovered during routine assessments. The customer indicated that the patient was under the hospice care for treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.